Event description:
Customer reported that she experienced high blood glucose of 400 mg/dl. Customer stated she received a no delivery alarm during bolus. Customer noticed that the infusion set had a hole on the top and insulin was leaking. Customer changed the infusion set and insulin did exit the tubing at fixed prime. Customer will contact her doctor regarding her back up plan. Current blood glucose was 150 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.